Event description:
Same case as MDR ID: 2134265-2015-00785. (B)(4). It was reported that stent thrombosis occurred. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion #1 was located in the proximal right coronary artery (rca) extending into mid rca with 95%% stenosis, and was 50 mm long, with a reference vessel diameter of 4.0 mm. The target lesion #1 was treated with pre dilatation and placement of a 4.00 x 12 mm, 4.00 x 38 mm promus element¿ plus study stents. Following post dilatation, residual stenosis was 0%. 2 days after, the patient was discharged with acetyle salicylic acid and clopidogrel. In (B)(6) 2015, the site reported an event of stent thrombosis and the patient was hospitalized. Stent thrombosis occurred in the proximal rca which was previously treated with the study stent during index. The patient was treated with target vessel revascularization (tvr). 5 days later, event was considered as recovered and resolved,

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID:2134265-2015-00785. It was further reported that the site updated the event from stent thrombosis to in-stent stenosis 100% occlusion.